Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for power error alarm 25. The power management tool confirmed pump error 25 was triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, pump was monitored and functioned properly. Unit received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had power errors alarm frequently. Customer blood glucose at the time of incident was 290 mg/dl. Customer also reported of experiencing low blood glucose of 52 mg/dl which was treated with juice. Troubleshoot was performed. Customer said the internal power source was unable to charge. Customer inserted new battery but the issue reoccurred. Customer has not previously called to report power error detected. The pump is operating on the aa battery only. Customer said the insulin pump was not exposed to a temperature below 41 fahrenheit. The insulin pump will be returning for analysis.